Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Tamper seals were not broken. Visual inspection found a crack on the right plunger case and scratches on the keypad. Review of the error log found "primary audible alarm post". Functional testing was unable to determine the intermittent error. An audio test was performed and no problem found on the speaker. The complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Repair was not needed due to no problem found on speaker. Performed preventative maintenance (pm) and the device passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available."

Event description:
It was reported the device shows "system failure audible alarm post". No patient injury reported.